Manufacturer narrative:
Combination product: yes.

Event description:
Lead was not secured in the header properly and had started to come out of the header. Lead was tested and resecured in the header properly. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.